Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The pos representative reported via phone call that the insulin pump had button anomaly and motor error. The customer's blood glucose value was unknown. Customer states insulin pump had unexplained no delivery alerts. Customer states dimmed back light and rejects new batteries. The insulin pump will not be returned for analysis.